Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the patient's outcome could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that the patient presented to the emergency room and underwent an emergency bowel resection in the cecum due to a bowel perforation. It was reported that earlier the same day the patient had undergone an unknown diagnostic endoscopy procedure. During the procedure it was stated that the scope was not able to be advanced in the first 20 cm of the colon due to severe diverticulosis with scarring and twisting. Therefore, the intended procedure was not able to be completed. It was also stated that no abnormal bleeding was observed. No further information was provided. Olympus followed up with the user facility in writing and via telephone to obtain additional information regarding the reported event, but no further information was provided.